Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the hub of the needle cracked causing air bubbles to occur in the cartridge. The patient was able to replace the cartridge and resolve the air bubbles issue successfully. There was no adverse event due to this issue.